Event description:
A cool line catheter (lot # 196904) was inserted into the patient's right femoral vein to start the ivtm therapy, and the insertion was smooth without any problems. The following day, as the patient was being transferred to the angiography room, the catheter was detached from the thermogard xp ivtm system, and the catheter luers were capped together. Upon returning to the ICU from the angiography room and resuming treatment, the medical staff observed that the saline in the 500ml bag was decreasing, and the thermogard system generated an "air trap warning" alarm. No fluid traces were observed around the start-up kit (suk), so the customer suspected a catheter leak and infusion of approximately 300 ml of saline into the patient's bloodstream. The catheter and saline bag were replaced to continue treatment using the same thermogard system. No patient injury was reported.

Manufacturer narrative:
Zoll has received the cool line catheter for investigation. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
The reported complaint of catheter leak was confirmed during the functional testing of the returned cool line catheter (lot #196904). During the functional in-out lumen test, a pinhole leak was observed at the proximal end of the distal balloon. The probable root cause of the pinhole leak was a latent material defect. Visual inspection of the returned catheter was performed. No physical damage was found on the catheter. Observed blood residue in the balloons and luered tubings. Functional testing of the returned catheter was performed. All infusion ports and lumen were flushed without resistance. During the in-out lumen test, a pinhole leak was observed at the distal balloon (located 1.5 cm away from the proximal end of the distal balloon), confirming the reported complaint. Pressurized functional testing could not be performed due to the pinhole leak discovered during the in-out lumen test. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation related to the reported complaint, and there was no previous history of complaints reported for the cool line catheter with lot #196904.